Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous proximal to distal left anterior descending artery (lad). After non-boston scientific (bsc) guidewires were inserted in the main and second diagonal trunk, ivus was performed at the lesion area. The entire lesion was predilated with a 2.00 x 15mm non-bsc balloon and a 2.50 x 48mm synergy xd drug-eluting stent was placed in the mid to distal lad. A 3.0mm nc emerge was used for post dilation. However, immediately after, contrast medium leaked out of the blood vessel at the stent placement area in the main trunk right after the second diagonal branch and it was observed to be blurred. A 3.00mm non-bsc balloon was expanded in the area for about 10 minutes to stop the bleeding and it was confirmed with fluoroscopy that the leakage had stopped. A 4.0 x 38.0mm synergy xd was placed from proximal to mid lad and the procedure was completed. The next day the physician stated there was no problem with the patient's progress.